Manufacturer narrative:
The affected device was analyzed by one med and the log files were provided to the manufacturer. Based on the log entries the reported event could be confirmed. Device and log analysis came to the conclusion that the root cause for the technical failure was a faulty internal pressure regulator. The output of this pressure regulator is constantly checked by the device. The device reacted as specified to a deviation in the pressure output caused by a technical problem by stopping the ventilation and generating a visual and audible alarm to alert the user. According to the IFU, in case of a malfunction of the ventilator and its life-support functions, ventilation must be started without delay with an independent ventilator (manual resuscitator) ¿ using peep and/or increased inspired o2 concentration as necessary. No similar incident related to a faulty internal pressure regulator was reported within the last 3 years.

Event description:
It was reported by the user: "oxylog, from helicopter, suddenly stopped working, when used with niv-mode, to patient with critical respiratory distress. Oxylog already have some problems, during last use, and that was reported to next user. Next text is copied from report of last user to next user: 'in first start up, device gave technical failure, both, in test, and in normal start up. Battery reconnected, device restarted, and then device was working right. Technical department recommended to follow up device functioning. Next maintenance is needed soon, 11/2018.' Patient was ventilated with niv-mode, about 30 minutes, when o2 bottle in ambulance was empty. O2 supply was taken from another bottle, but oxylog gave both visual and sound alarms. In display there was alarm text 'malfunction!!! Device error. Technical failure. Shut down device / call dräger service'. Niv-therapy was stopped immediately, and started o2 therapy with o2 nose cannula and etco2 nose adapter monitoring. Patient spo2 decreased, etco2 increased, respiratory rate increased, and patient went more tired. At this point, transport distance was left about 15 minutes to central hospital. Emergency room was informed of situation, and asked to set up carina ventilator ready for use, so niv-therapy was continued with carina right when arrived to hospital." Reportedly the patient state worsened, but no serious injury has been reported.